Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user reported inaccurate sensor readings. The customer¿s blood glucose was 590 mg/dl (7++ in ketones) and sensor glucose was 250 mg/dl at the time of the event. The difference is outside the acceptable range. The customer was admitted to the hospital on (B)(6) 2021 and was treated with IV. The customer also reported a bent cannula. The sensor will not be returned for analysis.